Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124458.

Event description:
It was reported that the patient was experiencing buzzing sensation in the inferior scapular region on right side. Reprogramming has been unable to resolve the issue. Investigation was unable to determine which of the leads attributed to the issue.

Event description:
Additional information was received that the issue has resolved, and the patient is getting injections.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.